Event description:
It was reported that the device was at eos after multiple inappropriate shocks due to rv lead noise. The system currently remains implanted.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. An amount of 140 charging cycles was recorded to the device memory. The memory content of the device was inspected. The analysis of the available iegms showed that the large amount of charging cycles was caused due to the detection of noise in the rv channel. Noise was also present in the farfield channel. More than 20 charging cycles resulted in shock deliveries. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. However, the shock functionality of the device was not available as a result of the battery depletion. The amount of charge taken from the battery was verified and the eos status was as expected according to the large amount of charging cycles and shock deliveries. In conclusion, the eos status resulted from the large amount of charging cycles, due to the detection of noise. There was no indication of an ICD malfunction.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.